Event description:
Patient reported that she experienced unexplained high blood glucose (450+ mg/dl). Patient's blood glucose has bee running high for two days. Patient attempted to lower blood glucose by bolusing. No medical treatment was received. Patient reported that there is insulin in the device's insulin cartridge compartment. No errors were generated by device.